Event description:
The event is reported as: alleged issue: needle broke inside the patient and removed with forceps on a unspecified procedure. No reported patient injury. No further info available.

Manufacturer narrative:
Sample not returned to MFR in time for this report.